Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25 x 8mm synergy ii drug-eluting stent was advanced to treat the lesion. However, during delivery of the stent to the lesion, it was noted that the shaft broke outside the patent's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found a hypotube break at 189 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along several locations of the hypotube shaft during device examination. This type of damage most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25 x 8mm synergy ii drug-eluting stent was advanced to treat the lesion. However, during delivery of the stent to the lesion, it was noted that the shaft broke outside the patent's body. The procedure was completed with another of the same device. No patient complications were reported.